Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported they brought to emergency room with elevated blood glucose level. Blood glucose level was steady in the range of above 200 mg/dl. Customer had gastroparesis and did computed tomography scan for abdomen without removing insulin pump. Insulin pump passed self test and displacement test. Customer reported that the insulin pump was not on auto mode. The insulin pump will not be returned for analysis.